Event description:
A discordant, falsely high gentamicin result was obtained on the advia 1800 instrument. The laboratory repeated the testing on the same patient sample and obtained a lower gentamicin result. The initial result was not reported to the physician. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely high gentamicin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analysis of the instrument, the fse found no instrument issues. The fse did find a clot in the sample and performed a precision on gentamicin, verified alignments and performed a total service call. The cause of the discordant gentamicin result was determined to be caused by the sample clot. The instrument is performing within specification. No further evaluation of the device is required.